Event description:
It was reported that patient presented in-clinic after feeling fatigue. Device exhibited several episodes of rv oversensing due to competitive atrial pacing. Programming changes were made to device. Patient was well after changes.